Event description:
Patient was in ep lab for a denovo atrial fibrillation pfa procedure non-abbott (farawave nav. By boston scientific), a pericardial effusion occurred. Transseptal puncture was performed using the non-abbott needle (versacross connect by boston scientific). The viewflex ice catheter was used for the pre procedure look at the left ventricular lv epicardial space which was negative for effusion. Ablation was performed on the pulmonary veins and posterior wall. Act was 350-400 throughout the procedure. The system was moved to the right atrium and performed eps looking for additional rhythms. No other rhythms were found, the catheters were removed and final ice imaging was performed which revealed an effusion. The patient's blood pressure was 60/42. Pericardiocentesis was performed and 700 ml was removed. Protamine 70 was also given. The patient stabilized and was transferred to ICU. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).